Event description:
The treating physician reported that the patient with an osteoporotic vertebral body compression fractured of l2 treated with balloon kyphoplasty. Ballon inflation with the ibt was successful and routine. At the end of kyphx hv-r bone cement delivery, an anterior cement extravasation was noted. The extravasation appeared on fluoroscopy to have a round shape consisten with leakage into prevertebral vein. The patient did well and went home the next day. One week later at routine follow-up, x-ray showed cement leakage. CT scan confirmed cement leakage from the vertebral body through the right heart into the pulmonary artery. The patient has no symptoms. To date, the patient has not undergone any specific treatment for this cement extravasation.